Event description:
Reporter indicated that high lead impedance reading was obtained during lead test at office visit in 11/2001 (dc-dc code 7 and limit). It was also reported that the patient has had an increase in seizures over the past month and that the eri (elective replacement indicator) flag was obtained due to normal end of service or whether there may be a lead break.